Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) noticed a sudden increase of pacing impedance measuring above 3000 ohms for the right atrial (ra) lead. It was also noted that the recoded signal artifact monitoring (sam) events exhibited respiratory rate trend signals as well as non physiological noise on the ra lead channel. Furthermore, ra lead loss of capture (loc) was observed on the recordings. It was suspected that a ra lead fracture occurred. No adverse patient effects were reported. This system remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory rate trend signals that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) noticed a sudden increase of pacing impedance measuring above 3000 ohms for the right atrial (ra) lead. It was also noted that the recoded signal artifact monitoring (sam) events exhibited respiratory rate trend signals as well as non physiological noise on the ra lead channel. Furthermore, ra lead loss of capture (loc) was observed on the recordings. It was suspected that a ra lead fracture occurred. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) noticed a sudden increase of pacing impedance measuring above 3000 ohms for the right atrial (ra) lead. It was also noted that the recoded signal artifact monitoring (sam) events exhibited respiratory rate trend signals as well as non physiological noise on the ra lead channel. Furthermore, ra lead loss of capture (loc) was observed on the recordings. It was suspected that a ra lead fracture occurred. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned and is pending analysis.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) noticed a sudden increase of pacing impedance measuring above 3000 ohms for the right atrial (ra) lead. It was also noted that the recoded signal artifact monitoring (sam) events exhibited respiratory rate trend signals as well as non physiological noise on the ra lead channel. Furthermore, ra lead loss of capture (loc) was observed on the recordings. It was suspected that a ra lead fracture occurred. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned and is pending analysis.